Manufacturer narrative:
Subsequent information indicates that this product was explanted and replaced with a competitor's product. The location of the explanted product is unknown. No further information is available at this time.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a cardiac surgery and the device converted to safety code. It was reported that electrocautery was being used close to the device and lead system. Technical services (ts) recommended replacement of the device. No adverse patient effects were reported.

Event description:
--